Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer stated that she has been in 22 diabetic commas. Customer was not taken to the hospital, but treated with shots by paramedics. Blood glucose value at the time of admission was 10 mg/dl. Nothing further reported.